Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since it has been confirmed that the distal cover does not come off from the tip of the endoscope if attached correctly according to the procedure in the instruction manual, the loose installation of the distal cover is likely caused by the user's handling (the distal cover was not properly attached to the scope). Evidence to support user handling being the cause is as follows: -as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off from the tip of the endoscope. -as a result of the labeling review, the IFU states that insufficient attachment was a factor in handling that caused the tip cover to come off. This factor cannot be completely ruled out as additional information regarding the customer handling of this factors is not available at this time. Evidence to support the actual product satisfies the specifications - as a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. - in the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. Based on the results of the investigation, it was not possible to clearly identify the root cause of the loose attachment of the distal cover. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct h7 and h9. Please see h7 and h9 for further details. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus distal cover fell off of the olympus duodenovideoscope in the patient's mouth during extraction. The distal cover was retrieved without injury. The issue was found during an endoscopic retrograde cholangiopancreatography (ercp) procedure. There was no report of patient injury or medical intervention associated with this event. Related patient identifiers: (B)(6) (duodenovideoscope).